Event description:
While assessing a stretcher the technician noticed that the brakes would not hold on this stretcher.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the brake/steer assembly to correct the problem.